Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the battery was depleting quickly. Customer's blood glucose level ranged between 500-600 mg/dl which was addressed by administering a manual injection. Reportedly, the customer had an alternate pump and manual injections as alternate insulin therapy.